Manufacturer narrative:
Product ID 3058, serial# (B)(4), implanted: 2015 (B)(6); product type implantable neurostimulator product ID 3889-28, lot# va0v1xu, implanted: 2015 (B)(6); product type lead product ID neu_wrench_acc, lot# unknown; product type accessory. (B)(4). Analysis of the ins ((B)(4)) found no significant anomaly. The ins setscrew was backed out too far.

Event description:
It was reported that during a surgical procedure they couldn¿t insert the lead into the implantable neurostimulator (ins) header block. They tried wiping the lead, but it would not advance past a certain point. A second ins was used and the lead advanced and had no trouble.